Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image failures, longitudinal stripes in the image. Work was not possible. The event occurred during a therapeutic minimally invasive surgery of the gallbladder. There was a delay of approximately 10 minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the water tightness of the cable unit led to image noise. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or apply. A crushing force to the camera cable. The camera cable could become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image failures, longitudinal stripes in the image. Work was not possible. The event occurred during a therapeutic minimally invasive surgery of the gallbladder. There was a delay of approximately 10 minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the stripes in the image were due to damage to the cable unit. The IFU (instructions for use) were inadvertently documented in the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.